Manufacturer narrative:
Date of event: no event date was given; therefore, an approximate date of (B)(6) 2019 was used as it was reported that the event date was (B)(6) 2019. This event was reported to the FDA via a voluntary medwatch report. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 7, 2019 that a flexiva 200 tractip laser fiber was used during a lithotripsy procedure performed on an unknown date. According to the complainant, during the procedure, after 15 seconds of laser usage the tip of the laser fiber broke off. The surgeon was able to retrieve the 1 inch detached portion. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.